Manufacturer narrative:
(B)(4).

Event description:
Study clinic representative contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. At the time of contact, study clinic representative did not report any injury or medical intervention.